Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.3, lab: 3.4. Tests were done within 10 minutes of each other. Pt was in the hosp for a pe, unrelated to meter use and released on (B)(6) 2011. Pt was receiving heparin while in hosp. Last dose of heparin was received on (B)(6) 2011. Pt was back on coumadin only at the time discrepant result was rendered. Caller reports wiping the first drop and testing with the second drop of blood. Customer called back on (B)(6) 2011 to report a self test inr of 1.9. He is not taking medication.

Manufacturer narrative:
Investigation pending.